Event description:
It was reported that an ilet user received an insulin set expired alarm despite having changed all supplies the prior evening, and the user was advised to select the notification and change out supplies, then dismiss the alert. Symptoms included hyperglycemia with a reported blood glucose of 250 that returned to range without further intervention. Outcomes included no hospitalization, no medical treatment beyond standard self-management, and symptom resolution. Investigation included customer service troubleshooting and education regarding alarm acknowledgement and infusion set management. Investigation of this case revealed no device malfunction identified and no component failure confirmed, with cause of the transient hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.